Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited an alert for high out of range pace impedances on the right ventricular (rv) lead. Impedance values have increased from around 400 ohms to greater than 3000 ohms. Noise was also present and resulted in oversensing. The patient is not dependent. At this time, the products remain in service and reprogramming was recommended. The rv lead is another manufacturer's product. No adverse patient effects were reported.